Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.(B)(4) - distal to stent.the customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure in the calcified proximal right coronary artery (rca), the 2.75x12 otw promus stent delivery system was advanced through a previously implanted stent. Resistance was felt and the stent dislodged. The stent embolized distally in the rca. A snare device was used to successfully retrieve the stent from the anatomy. No further treatment was provided and the procedure was aborted. There was no reported adverse patient sequela and no reported significant clinical delay in the procedure. No further treatment is planned for the proximal segment of the rca. No additional information was provided.

Manufacturer narrative:
(B)(4). The inability to advance/cross a lesion can be affected by numerous factors including but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, accessory device support, and/or previously implanted stents, and is typically not associated with a product quality deficiency. To ensure this type of event is not the result of a product quality deficiency, the profile dimensions on all stent delivery systems (sds) are confirmed by visual and dimensional checks on the manufacturing line. Additionally, a sampling of units is tested to verify product quality before lot release. Additionally, factors that can contribute to stent dislodgement include but are not limited to: improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal, handling of the stent during prep, and interaction with the lesion/anatomy, previously implanted stents, and accessory devices. To ensure this type of event is not the result of a product deficiency, all sds are 100% inspected for proper stent placement, stent damage, and crimped stent outer diameter on the manufacturing line. Additionally, a sampling of units is destructively tested to verify stent placement/security and stent deployment prior to lot release. It was not possible to perform an analysis on the product because it was not returned to abbott vascular for investigation. However, there was no note of any damage observed to the sds or stent implant during inspection prior to use, which suggests that a product deficiency did not contribute to the reported incident. It was reported that an attempt was made to advance/cross a previously deployed stent in a calcified lesion, which most likely contributed to the reported failure to advance/cross the lesion and subsequent stent dislodgement. A review of the lot history record did not reveal any nonconforming material records that could have contributed to this incident. Additionally, a query of the complaint handling database was performed and there were no other incidents reported for stent retention issues for this lot. There is no indication of a product quality deficiency.